Event description:
It was reported that an asymptomatic patient presented in the emergency room with the device in backup vvi mode. The patient received several inappropriate therapies. Magnets were used to disable the therapies and device code download was successfully performed. Therapy was turned off upon patients request. Patient is currently using the device as a biv pacemaker.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.